Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications were not crossing. The technical support specialist (tss) accessed production application server, and a downtime query was executed in structured query language (sql) server management studio. No xml messages were found stuck in the queue. The customer confirmed that the hospital information technology team had resolved a network issue, and orders along with patient information were crossing successfully to the station. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medications were not crossing from epic to the es server or pyxis medstation. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.